Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, pump time was found to be incorrect. During troubleshooting with tandem technical support, the malfunction alarm was cleared, pump time was corrected, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 239 mg/dl.